Event description:
Customer reports that during a circumcision procedure the physician was cutting the foreskin of the baby's penis and cut the head of the penis. The cut was small and no stitches were used, manual pressure was applied by the doctor to stop bleeding and the bleeding stopped. Customer originally reported that the scissors were not rounded at the tip properly. The facility medwatch received on (B)(4) 2012, stated, "upon inspection of the scissors that came with the circumcision kit from carefusion; cardinal health, the md and staff involved in the procedure noticed that the blunt tip of the scissor blades, was not blunt, but it had a sharp edge which caused the nick." No additional information is available.

Manufacturer narrative:
Cone (1) sample was received for analysis .the 4.5" sharp/blunt scissors included in the disposable circumcision tray typically present a rounded (blunt) tip and a pointed (sharp) tip. These scissors are listed on the external packaging of this product. The 4.5" sharp/blunt scissors are supplied by an external vendor and are not altered in any way or fashion. No manufacturing defect that may lead to the reported failure mode was found on the returned sample. Therefore the reported condition could not be confirmed and a root cause could not be determined. Should additional information become available, a follow up medwatch will be submitted.